Event description:
During gamma3 surgery, the cutting function of lag screw step drill was poor. The drill was impinging on the gamma3 nail. The target function was also a concern.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the lag screw step drill and the target device gamma3 to be the subject products. No further associated products were reported. A physical examination could not be carried out as the devices were not returned to stryker kiel. A review of the device history could not be carried out as the lot codes of the devices were unknown and could not be provided. Thus, a reasonable examination and investigation was not possible. According to additional information received, the devices were not returned for investigation as both items were inspected and confirmed to be fully functional. Further information regarding the event could not be provided. However the reported event could not be confirmed. With the information given the exact root cause could not be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. No non-conformity was identified. Device was not returned.

Event description:
During gamma3 surgery, the cutting function of lag screw step drill was poor. The drill was impinging on the gamma3 nail. The target function was also a concern.